Manufacturer narrative:
(B)(4). A boston scientific technical services discussed the clinical observations with the caller who will be programming off the the competitive lv lead. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this device was beeping due to an impedance measurement greater than 2000 ohms on the left ventricular (lv) channel. Stimulation had been reported in the past and now capture is varying at different outputs. No adverse patient effects were reported.